Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up and the device was post-sensed t-wave oversensing. Recommended programming changes were made. It was also noted that the patient has an abandoned lead that may be hitting the current ventricular lead and causing the oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.